Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith effort (gfe) attempts have been made to try to obtain further information about this case, but no response was received from the bme. It is unknown what the outcome of the reported issue was, and no further information could be obtained. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen solenoid was leaking. There was no patient involvement at the time the issue was discovered as the issue occurred during installation. No patient or user harm was reported.